Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime3 test, no delivery test, displacement test and verify button keypad anomaly, black screen or display anomaly due to blank display. No vibration anomaly noted. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the device was exposed to moisture. Device had a blank display. Customer's blood glucose was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.